Event description:
As reported by pt's family member pt was hooked up on the enteralite infinity pump at 11:00pm with 500 ml of tolarax from 11:00 pm - 7:00 am. The pump rate is set at 45 cc an hour this regulates pt's blood sugar during the night. 3:30 am. They woke up to pt having a seizure. The pump was still on the rate still showed 45 ml an hour but the pump bag still had 400 ml which mean 100 ml were dispensed the alarm never went off and would not rest or run."